Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The sureform 60 stapler instrument logs show the stapler was installed on the system 5 times and fired 4 white sureform 60 reloads. On installs 1 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 4, a white sureform 60 reload was loaded, however no clamping or firing was attempted. On install 5, the first two clamps were successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions procedure, the patient sustained a post-operative leak and required a subsequent procedure on post-operative day (pod) two. The initial robotic procedure was completed without complication, and white sureform 60 reloads were utilized with a sureform 60 stapler instrument. During the secondary procedure, it was identified that the patient sustained an anastomotic leak where white sureform 60 reloads were used, intra-abdominal sepsis, and possible small bowel ischemia. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.